Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when the sutures broke? Fascia. What was used to complete the procedure? Same code but another foil event date? (B)(6). Procedure date and name? Hysterectomy, (B)(6). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Note: events reported via: (B)(4).

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2021 and suture was used. During the procedure, the sutures broke into 2 pieces while she was suturing. According to her the quality of the sutures was poor. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/30/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: investigation summary: five retain samples of incident code vp2358 and lot number t9002 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength & needle pull test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it was observed that there was no issue related to the suture processing of this incident lot. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 5.224 kgf and value at release was found to be 4.885 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 3.900 kgf. All the individual as well as average knot pull tensile strength values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident is one and isolated case for code vp2358 lot t9002. No other event was reported for same description from other parts of country where this lot was distributed.